Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon attempted to insert an aa4203tf toric silicone single piece lens but the lens tore. There was no patient contact.